Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant due to primary prevention when this right atrial lead was inserted poor measurements and no sensed p waves were noted. The patient was feeling very sick and was bradycardic. This right atrial lead was abandoned, and when inserting a guide catheter it was not able to location the coronary sinus, thus contrast was used, and instead of seeing the coronary sinus, coronary arteries were seen. The patient was also vomiting at this point and was difficult to arouse. The physician believed that the issue was with the initial access. The physician believed that instead of inserting the sheaths into the subclavian vein the physician mistakenly inserted them into the axillary artery. Due to the patients low blood pressure it was not possible to pulsate the artery and no arterial flow was seen. A guide catheter was hooked up to a pressure transducer which began to reverse the patient bradycardia and the patient was more stable. The physician then removed the sheaths and inserted femoral sheaths. The heparin loaded sheaths were left in situ and the wound was not closed. An antiseptic surgical drape was placed over the wound, and the patient sent to a different hospital for surgical repair and a computerized tomography (CT) head scan. No additional adverse patient effects were reported.